Event description:
It was reported that during use the bd vacutainer® edta 2k had embedded fm in the tube during collection and after centrifugation. There was no report of patient impact.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd received 1 sample for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.